Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. The damaged likely occurred during or after device removal. Review of the patient's downloaded data indicates that the device was functional during use and was shut down on (B)(6) 2014 at 8:49:46 am. The patient passed away (B)(6) 2014. There is no indication to reasonably suggest that the damage cable caused or contributed to the patient's death.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable problem was discovered. The rear therapy electrode cable was pulled from the strain relief. There is no indication to reasonably suggest that the damaged belt caused or contributed to the patient's death.